Manufacturer narrative:
Device was used for treatment, not for diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the surgeon was very confused because of inconsequent use of colors for use of the variable angle locking compression plate (va lcp) condylar plate, the proximal humeral internal locking system (philos) aiming arm and the va lcp proximal tibia plate. This resulted in more than one hour longer duration of the surgery. With the philos aiming arm, the drill guide for cortex screws is yellow, but in the va lcp condylar plate, the drill guide for k-wire is yellow. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.